Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed broken force sensor pins. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012; 2531779-03/24/2010-003-r. A review of the pump history indicated that loss of cartridge detection had occurred. Evaluation revealed that one of the force sensor pins was broken.